Event description:
During a coronary drug eluting stenting treatment procedure the shaft fractured. As the physician advanced the 2.50x8mm taxus express2 drug eluting stent to the lesion in the tortuous left anterior descending (lad) coronary artery it was noticed that the shaft fractured. The lad was reported to have a sharp bend. The physician was able to remove the taxus express2 stent and completed the case with a plain old balloon angioplasty. Pt status is satisfactory.